Event description:
During analysis of the returned generator that was reported as explanted for prophylactic reasons , it was found that the supply current pulsing was out of specification on the current automated post burn test. Analysis indicated that during manufacture of the generator, the r35 resistor (a selectable value resistor) could have been more optimally chosen. A lower value resistor would have more suitably centered the currents within their limits. After r35 was optimally reselected, the device performed according to functional specifications. The device did not communicate at decontamination. Analysis determined that the battery had reached a depleted condition and that the pulse generator continued to operate at low battery voltage. It is unknown why the pulse generator did not communicate at decontamination. The out-of-specification supply current pulsing could potentially be a contributing factor to the end of service condition; however, results of the battery longevity calculation indicated that the end-of-service condition was an expected event.